Manufacturer narrative:
Device history records could not be reviewed, as the lot number was not provided. The stent remains implanted, therefore, no sample evaluation could be done. The event is currently under investigation. The application represents off-label use. The lifestent flexstar xl self-expanding biliary stent system is intended for use in the palliation of malignant strictures (neoplasm) in the biliary tree.

Event description:
It was reported that four biliary stents were deployed, in an overlapping fashion, in the left popliteal artery to sfa, to treat what was described as severe peripheral arterial occlusion disease. Approximately four months post implant, the patient presented with lifestyle limiting claudication in the left leg. A repeat angiography was performed to assess acute ischemic symptoms of the left limb. Diffuse in-stent restenosis was reported (approximately 90%) from the ostium to distal sfa. An alleged stent fracture was reported in "the midsegment". Angioplasty was performed inside the stents and two viabahn endoprostheses were deployed. The patient, post procedure, had a 2+ bounding dorsalis pedis pulse and the left lower extremity foot had become pink.